Manufacturer narrative:
The diagnosis has not been performed at the time of the present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It has been reported that the double trigger handpiece did not work properly after surgery : the device did not stop because of a stuck trigger in the running position. No patient harm or injury and no surgery delay has been reported since the event occurred after surgery.